Manufacturer narrative:
The autopulse li-ion battery (s/n (B)(4)) was returned to the manufacturer and evaluated. The reported complaint could not be confirmed. Visual inspection was performed and no damages were observed. The battery passed all testing criteria. A review of the archive was also performed and it was determined that the battery performed as intended.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 04/17/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that when they attempted to use a fully charged li-ion battery with the autopulse platform, it would not power on. Complainant "reconditioned" the battery and attempted once again to use the same battery with the autopulse, however, this was unsuccessful. The battery was exchanged for a new one and the autopulse worked as needed. There were no reports of any patient involvement. No further details were provided.